Event description:
It was reported that the pump touch screen was missing pixels which affected the customer's ability to read the pump screen. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.